Event description:
It was reported to philips that the system displayed the message "x-ray system starting up," however, the program did not start. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the system was not starting, and the screen remains displaying ¿xray system starting-up.¿ the system had been restarted twice but the situation did not improve. The onsite philips field service engineer (fse) investigated the reported issue and found that a software crash had occurred on the host pc (suite pc) based on system log file analysis. The fse determined that the reported problem was due to a software bug and resolved the issue by reinstalling suite pc software. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.